Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the vessel during an iliac femoral popliteal thromboendarterectomy procedure, the needle broke at swage. They used another suture pack to complete the case. There was no patient injury.